Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. The manufacturer has made several attempts to follow-up for additional information and was not able to obtain further event information. Because the device was not available for return and analysis no additional investigations can be performed by the manufacturer and the root cause of the reported event cannot be determined. If the manufacturer receives additional event information in the future the case will be reassessed. Fields changed: b4, g4, g7, h2, h6

Manufacturer narrative:
Device not explanted. Tavi performed.

Event description:
On (B)(6) 2014 a patient received a mitroflow dla23 aortic valve implant as part of the (B)(6) trial. The manufacturer was notified of a serious adverse event via the (B)(6) registry. The patient had a transcatheter valve replacement and a "sapient" 2 was implanted due to svd on (B)(6) 2015.